Manufacturer narrative:
Philips has investigated this complaint. The customer contacted a philips representative to report that the system failed to start-up. Onsite diagnostic service was offered, but the customer did not accept the quote. No remote or onsite evaluation or repair was performed by philips. No further information was received regarding the root cause and resolution of the event. The codes were updated based on the investigation outcome. Evaluation code was corrected.

Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.